Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been two other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that during an intraocular lens (iol) procedure, foreign material was present on the back of the iol. The material was removed during the procedure without patient harm. The iol remains implanted. Additional information received that the surgeon considers that this symptom was caused by multiple causes (coating materials of cartridge, oldness of injector, thickness of iol).

Manufacturer narrative:
The lens remains implanted. A qualified cartridge and handpiece were indicated with a non-company viscoelastic. Based on the associated company cartridge evaluation ((B)(4)), the reported foreign material may have been internal coating material from the damaged cartridge tip. All three returned used cartridges appeared to have inadequate viscoelastic. The IFU instructs to completely fill the cartridge with ovd (diagram provided) immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. A non-company viscoelastic was indicated. The IFU instructs that the company cartridges are qualified for use with compatible company handpieces for the surgical implantation of company qualified foldable iols. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The manufacturer internal reference number is: (B)(4).